Event description:
It was reported that during the transurethral lithotomy procedure, the fiber suddenly broke twice, despite no excessive force being applied. The procedure was completed with original fiber without patient complications.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.